Manufacturer narrative:
(B)(4). Batch # p57t61. Device analysis: the analysis results showed that one ecr45g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a semi-open unknown respiratory surgery, the surgeon felt something unusual at the first firing, and it was found that some staples were unformed. The device was used on the bronchial tube. The same device (powered plus) loading another ecr45g was used to complete the case. There were no adverse consequences to the patient.